Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a non-medtronic surgical valve, the nose cone got stuck on the surgical valve while trying to cross with the delivery catheter system (dcs). It was attempted to rotate the system and push and pull it back. The guidewire was going to be changed however upon removing the system, it was noted the delivery catheter system (dcs) was damaged. The procedure was aborted. The physician stated the patient had a thoracic penetration ulcer and will need a transcatheter aortic valve. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012229266); product type: 0195-heart valves; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the attempted valve implant, no loading difficulties or misload were reported. During the valve implant, the damage along the catheter shaft of delivery catheter system (dcs) caused a thoracic penetrating ulcer. There was procedural delay as a result of the dcs not being able to cross and damage observed. It was clarified that the patient would need thoracic endovascular aortic aneurysm repair (tevaar) and not a transcatheter aortic valve.

Manufacturer narrative:
Additional codes image review: static images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. The event refers to an attempted transcatheter aortic valve implantation (tavi) in a previously implanted perceval sutureless aortic valve. However, intraprocedural images were not provided for review. Patient¿s annulus perimeter measured 79.3 millimeter (mm) with a perimeter derived diameter of 25.2mm suggesting a 29mm evolut. It was reported that the nose cone of the delivery catheter system got stuck on the surgical valve while attempting to cross; therefore, it was attempted to rotate the system and push and pull it back and removed. The images provided reveal that damage to the delivery catheter system occurred possibly due to the manipulation during the valve crossing attempt. As stated in the instructions for use (IFU), section 9.2.4 deployment: under fluoroscopic guidance, advance the catheter over the guidewire to the aortic annulus. To assist capsule advancement or alignment, the capsule orientation may be adjusted by rotating the handle a quarter turn before the capsule crosses into the arch. If adjustment to capsule orientation is required after crossing the arch, withdraw the system until the capsule is in the descending aorta and rotate the handle a quarter turn before readvancing. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. Evidence supports that the nose cone of the delivery catheter system interacted with the top portion of the surgical valve and would not advance; therefore, attempts were made to rotate the system and push and pull it back. Consequently, further efforts to advance the valve across the surgical valve were aborted and a non-medtronic valve was implanted. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was evidence of tearing to some of the exposed outer shaft threading, with tortional damage visible on both sides of the tear. Bends were visible along the device. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob was unable to be fully retracted due to interaction between the outer shaft tear and the distal end of the stability shaft. The inner member shaft and spindle hub were unable to be viewed. There was damage observed on the threading of the screw gear. The reported event for separation of components could be confirmed in the analysis due to the tear to the outer shaft threading. Image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.